Event description:
Arjohuntleigh received a complaint where it was indicated that during the patient's transfer the clip of the sling broke and the patient fell on the mattress. It was a short distance and no injuries were sustained as a consequence of the event. In accordance to info received the sling clip was broken, probably as a result of being compressed during laundry. The users did not detect the breakage in pre-use checks. Reference MFR report number: 3007420694-2014-00040.